Event description:
A gore excluder aaa endoprosthesis was implanted to repair a ruptured infrarenal abdominal aortic aneurysm. A trunk-ipsilateral leg component was successfully implanted. The facility did not have the correct sized contralateral leg component, but due to the emergent situation the device was implanted anyway. A final intraoperative angiogram revealed a distal type I endoleak from the contralateral leg component. The next day, a second contralateral leg component was implanted and the endoleak was successfully repaired. The pt tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis trunk - ipsilateral leg component (pxt281418/lot#04461841) and a second gore excluder aaa endoprosthesis contralateral leg component (pxc201000/lot#04392292) were implanted.